Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During attempted implant, the helix of the right ventricular (rv) lead failed to extend before insertion into the patient's body. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.